Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 412mg/dl. The customer's most current level was 91mg/dl. The customer treated the high with the pump. The customer states they had new pump and two bayer meters. The customer states they did not make it their pump training. The customer was advised to revert to old pump until they receive training.